Event description:
Please be advised that while investigating an event involving one of our products, depuy synthes noted a potential adverse event regarding a non-depuy synthes product. Clinical adverse event received for bilateral leg cellulitis - worse on left leg. Device and procedure (relatedness). Device related: definitely not. Procedure related: possibly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).